Manufacturer narrative:
Other, other text: d3, g1,2 email is: (B)(4). No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other, other text: d4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was wearing a pump and started leaking 24 hours into the 48-hour home infusion. Patient reported leaking from the pigtail extension tubing and the equashield adapter. No patient injury reported.